Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6),2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. Frequent low battery warnings were observed in the pump¿s alarm history. The pump electrical current draws were tested and were noted to be within specifications. Unrelated to the original complaint, moisture damage was observed in the battery compartment. The battery compartment was cracked above the bumper pad. Pump leak was diagnosed at the battery compartment. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).